Manufacturer narrative:
(B)(4).

Event description:
It was reported that the distal tip of the 7.5mm flexible cannulated drill broke as the first 10mm entered the bone. The piece was removed with a grasper. A ten minute delay was noted as a result. No additional holes were required to be drilled an no patient impact.

Manufacturer narrative:
Device investigation narrative - one 7.5mm endoscopic cannulated flexible drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis to the first spiral cut. There is tip flaring on the distal end of the drill head ID. The drill head chamfer is not visible. The drills shaft is bent slightly. Further examination of the drill head showed the primary cutting surface and flutes are worn. Material condition was confirmed to meet print specification. Device was manufactured in 2011. Per the devices IFU "use of drills that have worn or dull tips can result in breakage". No further investigation is warranted at this time. (B)(4).